Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Review of the vns programming history found that a system diagnostic performed on (B)(6) 2012 showed high impedance. An implant card was previously received which indicated that this vns patient underwent full revision on (B)(6) 2012. The reason for generator revision was provided as ¿battery depletion ¿ near end of service: yes.¿ lead impedance was marked as ok. Attempts for product return have been unsuccessful as the facility stated that they were discarded. Attempts for additional information have been unsuccessful. High impedance questions were asked during this time. No other information has been provided.